Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem ¿ correctiong6:type of report: follow uph2: additional information - correctionh6: investigation conclusion ¿ correction

Event description:
Subsequent to the initial MDR, a correction is required. Correction